Manufacturer narrative:
Block d2b: product code - additional product code qon. Block g4: premarket / 510(k) # - additional premarket/510(k) p190006.

Event description:
It was reported that the patient with a recharge-free snm ipg was experiencing pain and discomfort near their implant site. The discomfort was noticeable when the patient sits or leans against it. The patient met with their provider to assess the site, and the ipg was found to have migrated since implant, causing discomfort. The patient underwent a successful pocket revision on (B)(6) 2026 with the same device used and moved to a different pocket on the same side. Their stimulation was turned on post-operation and set to pre-surgery settings. There was no further patient complications reported.